Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient increased stimulation because they were under the impression that this would help their symptoms. When stimulation was increased to level 5 the patient experienced pain and reported that their bladder was inflamed. Stimulation was reduced to 4, but the patient continued to experience pain and so at about 2 am the morning of the call, the patient decreased stimulation to 3 where the patient confirmed feeling a slight flutter, but the pain was gone. The caller indicated that they thought that they were voiding too much due to their bladder inflammation and the patient was not emptying completely. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.